Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b 2 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua (B)(4). The following fields were corrected with additional information: " a bd rep reports this issue in behalf of customer " bob murphy" that they encounter 4 false positive flu results using triples assay "256088" lot # 1252913".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1252913. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false positive was identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b 2 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following fields were corrected with additional information: " a bd rep reports this issue on behalf of customer " bob murphy" that they encounter 4 false positive flu results using triples assay "256088" lot # 1252913"